Event description:
I was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to cognitive difficulties that prevented the patient from maintaining device charge. The device was not released by the facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.